Event description:
The patient has two leads with the same lot number (in the thoracic area). It was reported the patient is receiving ineffective stimulation in unintended areas. It was also reported the patient only uses her thoracic stimulation to cover her lower spine pain but has not used it for a period of time. An sjm representative met with the patient for reprogramming. Reprogramming did not provide resolution. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.